Event description:
It was reported to philips that the x-ray pc was not booting up. No harm was reported to philips. Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon troubleshooting actions fse identified that the x-ray pc was not starting. Fse reloaded the software in x-ray pc. After reloading the software, the system was returned to use in goof working order.